Manufacturer narrative:
D4: UDI corrected. Manufacturer's investigation conclusion: the evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported pump stops. The account submitted a photograph which captured a twist/kink throughout the external portion of the driveline. The account also submitted x-ray images that showed the external portion of the driveline appearing to be slightly bent in multiple areas. The x-ray images also showed an internal portion of the driveline appearing to be looped near the pump housing. Driveline wire compromise could not be confirmed via the submitted photograph and x-ray images. The submitted log files collectively contained events from the reported event dates of (B)(6) 2024. Pump stops were captured on (B)(6) 2024 while the patient was connected to the mobile power unit and the power module. Based on previous complaint history, these pump stops appeared to be consistent with a potential driveline wire compromise. The file also captured driveline disconnect events on (B)(6) 2024, which caused the pump to stop. Review of the data from the reported event dates revealed no other notable events or alarms. A distal-end driveline repair was successfully performed on (B)(6) 2024. It was reported that no events were found on interrogation since the driveline repair was performed. A distal portion of the driveline was returned measuring approximately 18.5¿. The outer jacket was twisted between approximately 3¿ ¿ 13¿ from the controller connector. The returned portions of the driveline were tested for electrical continuity in the condition that it was received and found that the black wire produced an open circuit. All remaining wires passed continuity testing. Visual inspection of the underlying wires revealed twisting and thinning of the black and brown wires approximately 11.25¿ from the controller connector. A breach in the insulation of the black wire was found in the location where it was twisted. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. Additional testing of the driveline was performed. Each wire was forcibly tugged on to reveal partial or total fractures of the conductors. The outer insulation of the brown wire remained intact, but manipulation caused the insulation to elongate and breakdown approximately 11.25¿ from the controller connector. Similarly, when manipulated, the insulation of the black wire also elongated and broke apart approximately 11.25¿ from the controller connector. This indicated that the inner conductors of the black and brown wires had fractured. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The brown and black wires redundantly support motor phase 2; therefore, if both wires were completely fractured during support, it would have resulted in the pump stops captured in the submitted log file. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the black or brown wires to their redundant motor phase wire, the fractured inner conductors of the wires would have resulted in the driveline fault alarms captured in the submitted log file. Furthermore, if the exposed conductors of the black wire contacted the metal braided shield while operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed events and pump stops that were confirmed through the submitted log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including international normalized ratio range, as well as the suggested anticoagulation modifications. Section 4 of the patient handbook, ¿living with the heartmate ii¿, contains information on caring for the driveline. Section 6, ¿caring for the equipment¿, outlines proper driveline maintenance. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. These documents warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside . . . Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d9: correction. Section h6 (health effect - impact code): correction. Section h6 (medical device problem code): correction. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
After the second controller exchange, prior to the driveline repair, the patient was placed on an ungrounded cable. Additionally, the ventricular assist device (vad) coordinator noted that two system controllers had gone into backup mode prior to the driveline repair.

Event description:
It was reported that the patient was taken to the emergency department for red heart hazard alarms. The pump was not running and there was no hum on auscultation. The patient was alert but unable to answer questions appropriately. The patient's baseline for verbal responses varied due to a history of strokes. The log files submitted first captured speed reduction events and pump stop events at 6may2024 11:42 while connected to the mobile power unit (mpu). The recorded data indicated that the pump stops occurred later while the patient was connected to the mobile power unit (mpu) and then battery power on 21may2024 at 21:52. The pump speed then remained at 0 rotations per minute. The driveline was disconnected on (B)(6) 2024 at 23:24. This was indicative of potential issues with the percutaneous lead. The patient had a severe twisting of the driveline near the exit site which may have caused conductor fatigue and damage. Of note, the patient had previously had twisting of the driveline and a pump exchange in the past so this event has occurred on a new pump. The patient was given heparin, and the system controller was exchanged to the backup system controller. The lights and alarms were identical for about 10 minutes, then at 12:50 a.m. The green pump running symbol was on, red heart was off, and yellow wrench was on. The pump was running, and a hum was heard on auscultation. The patient was pulsatile and their automatic blood pressures read 70/30 millimeters of mercury (mmhg). A doppler mean arterial pressure (map) was attempted and the clinician felt that the systolic blood pressures was around 110 mmhg. The patient was awake, alert, and oriented at that time and silenced the alarms with staff present. Event log files were taken from the primary system controller. Once the pump restarted on the new controller, the system monitor was no longer pulling data from the controller. The advisory alarm read "controller fault" and continued with that message. The event log files captured a driveline fault alarm that became active on 21may2024 at 13:42 which would have generated a yellow wrench alarm. The data indicated that this event was likely due to one of the conductors within the driveline becoming fractured or severed. An x-ray was performed and captured some inconsistency throughout the external area of the driveline. The x-ray showed severe twisting from the external bend relief to the exit site. The driveline fault alarm remained active on the new system controller which indicated that there was a damaged conductor within the driveline. Phase to phase symptoms were also observed which was likely due to damage to more than one conductor. It was recommended to immobilize the percutaneous lead to prevent any further interruptions in support. It was additionally noted that the patient was placed on a loaner system controller due to the backup system controller being unable to transmit data. On 23may2024 additional log files were submitted for review and captured alarms associated with a controller swap to another backup controller on 23may2024. Following these initial alarms the onset of driveline faults was recorded. A driveline repair was completed on 23may2024. The driveline was badly tangled but was straightened out during the repair. It was noted that the silastic layer was twisted and a had a few kinks near the system controller. The black wire was suspected so it was spliced first, and the driveline was swapped without issue. On 24may2024 additional log files were submitted after the percutaneous lead repair attempt on 23may2024 and captured no unusual alarms or events recorded since the percutaneous lead repair was performed. History of 1 stroke was reported under MFR 2916596-2023-08359. Historical twisting of driveline and pump exchange MFR 2916596-2024-00658.

Manufacturer narrative:
D9- percutaneous lead received only. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.